Event description:
An incorrect neutrophil count generated using a cell-dyn 4000 analyzer. A nuetrophil count of 1.78 k.ul was obtained on a pt hospitalized with possible diagnosis of a autoimmune or congenital neutropenia. The total wbc result was 9.3 k/ul. The cd 4000 instrument did not generate any flags or warning messages. A blood smear was performed on the sample with no neutrophils detected. Based on the spuriously high neutrophil count the pt was taken off oral antibiotics and released from the hosp. At home the pt developed a high fever and was urgently re-admitted to the hosp in 2005. It was concluded that the pt suffered from an acute bacterial infection. The pt was treated with antibiotics administered intravenously for 2 days followed by oral antibiotics. The condition of the pt is reported to be well. No further impact to pt management was reported.